Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted for a stemi(st-elevation myocardial infarction) patient in the cath lab. The patient was transferred to the ICU(intensive care unit) where a balloon rupture was noted and the catheter was removed. No patient injury or adverse event was noted.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. One kink was found 76cm from the iab tip. An underwater leak test of the catheter, y-fitting, extracorporeal and extender tubing was performed but the leak could not be located. A small leak may have been present but was unable to be detected during testing. Due to the iab returned condition a laboratory pump test was unable to be performed. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported alarms to occur, and the dried blood within the catheter is an indication of a leak. We were unable to determine how the leak may have occurred since the leak site could not be found during testing. The evaluation confirms the reported events. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted for a stemi(st-elevation myocardial infarction) patient in the cath lab. The patient was transferred to the ICU(intensive care unit) where a balloon rupture was noted and the catheter was removed. No patient injury or adverse event was noted.